Manufacturer narrative:
It was reported that a female patient in her sixties underwent a right sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and developed pericardial effusion requiring no medical or surgical intervention, but extended hospitalization was required. The investigational analysis completed on 2/20/2019. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. Then, the force sensor was tested and it was working properly. The force values were observed within specifications. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications. The catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The physician¿s opinion regarding the cause of the event is that it was procedure-related to the effects of radio frequency. No error messages were observed on any biosense webster inc. Equipment during the procedure. Manufacture reference no: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no non-conformances related to the reported complaint condition were identified. Concomitant products: soundstar® eco diagnostic ultrasound catheter (model# unknown, serial# unknown); smartablate generator (model# unknown, serial# unknown); carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient in her sixties underwent a right sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and developed pericardial effusion requiring no medical or surgical intervention, but extended hospitalization was required. During the procedure, the patient complained about chest pain during radio frequency (rf). Post ablation, the effusion was discovered with a soundstar® eco diagnostic ultrasound catheter. There were no impedance spikes, steam pops, temperature or flow issues. The procedure continued using intracardiac echo (ice). After 7 rf cycles, transthoracic echo (tee) revealed a moderate pericardial effusion approximately (7mm) in the right and left ventricles. The effusion was monitored with ice and tee. No medical or surgical intervention was required as there was no change in the size of the effusion. A clot was noticed. Per the physician, the observed clot indicated that the effusion was stable. Extended hospitalization was required, as a result of the event. The patient remained in the hospital throughout the weekend. Pre-discharge, 2 days after the procedure, echocardiogram (echo) was performed indicating improvement of the effusion. The patient no longer complained about chest pain and was discharged. The patient has not exhibited any neurological symptoms since completion of the procedure. The physician¿s opinion regarding the cause of the event was that it was procedure-related, due to the effects of rf. No error messages were observed on any biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was not performed. An unknown 8.5 fr sheath was used during the procedure. The smartablate generator was used in temperature control mode between 20-30 watts. The temperature cut-off was at 45 degrees. The overall time for ablation at the site of injury was 7 applications for around 5 seconds. The last ablation cycle time at the site of injury was 20 seconds. The power titrated from 20-30 watts. The noted temperature was of 24-25 degrees and the impedance of 110-150 ohms. The catheter irrigation was set at 8 ml/min. No anticoagulation was administered to the patient. Saline was used. The spi value was between 5-51 grams. All ablation graphs gone through with physician. Force average on all burns was 16 grams. Max grams was intermittent with breath. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.